Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown, implanted: 2008 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that a patient¿s first implantable neurostimulator (ins) worked perfectly the whole time, it helped her a lot, and it was helping her symptoms. After a few years, it stopped working and was replaced with a new ins. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.